Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that a site's navigation system camera has a continuous orange led, which normally does not occur. Camera is functional and can be used. In trouble-shooting, camera details showed a status ok, except for the illuminator current that notifies of a fault. Noted was that the ndi tool from the administrator screen, displayed a message regarding illuminator hardware fault. No further details regarding the issue, or when it was first observed, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
The positioning sensor unit (psu) was returned to the manufacturer for evaluation. Functional testing was unable to find any faults. Log analysis found that the illuminator current was intermittently leaving proper ranges. Confirming an electrical failure due to the irregular current.

Manufacturer narrative:
A medtronic representative went to the site to replace the positioning sensor unit (psu) and test the equipment. After replacing the psu, the hardware, software, and instruments passed the system checkout. The system was found to be fully functional.